Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting elevated threshold measurements one day post implant. The patient complained of chest pain and an atrial perforation and effusion were revealed. A revision procedure was performed, fluid was removed and the lead was successfully repositioned. No additional adverse patient effects were reported.